Manufacturer narrative:
Device investigation narrative - one 8mm x 25mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported complaint of breakage. The screw is cracked which is emanating from the screw head. The inner spline of the screw is slightly stripped. Portions of the distal threads are missing. Dimensional assessment is prohibitive due to the screws condition. Due to the limited clinical details provided no root cause can be determined. Further investigation is not warranted at this time. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Intra-operative implant breakage it was reported that during implantation in a reconstruction of anterior cruciate ligament the 8x25mm biosure ha broke. It was reported that the head of the anchor broke. The anchor was removed from the patient and no additional bone holes were required to be drilled. A backup was used to complete the procedure. A short procedural delay of less than 30 minutes was reported. No patient injury associated with this event was reported.